Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01910 / 01911).

Event description:
Patient reported experiencing pain, weakness, and stiffness in the left hip approximately nine months post implantation. Patient reported trouble walking and uses a crutch and walker. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.